Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer motor was replaced. Also new erosion kit was installed in order to properly fit the new stirrer motor. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: based on the collected information and taking into account the review of similar events, it cannot be ruled out that the most likely root cause of the reported event is a jammed stirrer motor likely due to the wear of the component (motor bearing) damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
Livanova deutschland received a report that, during set up, the 3t heater cooler displayed error code pump or stirring mechanism is blocked / too slow (ee07). There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the 3t heater cooler. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.